Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) was found to have damaged cables. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, multiple cables were cut including, the distribution node (dn) to ECG b, ECG c to ECG d, and the trunk cable. Additionally, two wires in the trunk cable were cut. The root cause for the damaged cables and wires was unable to be positively determined, but appeared to be caused by animal bites. No adverse event resulted from the damaged cable and wires. The last patient to use this belt did not report any deficiencies.